Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.d5 is unknown. No information has been provided to date.

Event description:
It was reported that a pump was alarming during testing. There was no patient injury.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes could not be retrieved from the ehl (event history log). The customer reported issue was duplicated during the investigation as the device powered up with a system fault which is linked to the safety signal circuit. The code was cleared, and the device still powered up with the system fault. Root cause of the reported issue is unknown, but the main board is faulty and corrupted. The main circuit board will need to be replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.